Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console did not properly read data from the memory device. Control of pumps and safety sensors remained available through redundant local controls. An alternate display module was used in place of the affected device. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.